Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the reported users experience of difficult to position appears to be related to the procedural circumstances due to the proximity of the second clip. The single leaflet device attachment appears to be related to patient morphology as the patient had a short posterior leaflet. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that two mitraclips were deployed in the patient with grade 4 functional mitral regurgitation (mr) reducing mr to 2. A third mitraclip was inserted, but there was some difficulty rotating the clip to achieve perpendicularity due to the proximity of the second clip, but there was no contact between the clips. The third mitraclip was successfully deployed, but at the final echocardiogram review, it was noted that the third mitraclip detached from the anterior leaflet. Mr grade was 1-2 post procedure. No additional information was provided.